Event description:
The following was reported: during surgery, the physician got a slight burn on the hand while using our clickline instruments in conjunction with monopolar current. The customer uses our handle 33121 in combination with the monopolar cable 20192-104 from (B)(6). When the cable is plugged in, it does not close tightly, leaving a small gap. The injury occurred during spray coagulation, which requires a relatively high voltage. Cross reference MDR: 9610617-2025-01486. 9610617-2025-01497. 9610617-2025-01498.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).